Manufacturer narrative:
The device was not returned to olympus as the reported event was resolved on site by changing the air/water nozzle. The new one is reportedly working fine. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope's air/water nozzle was blocked due to foreign material. This was resolved by changing the air/water nozzle to a new one, and properly cleaning the channel with the air/water cleaning kit. This was found during reprocessing; there was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the air/water nozzle since the subject device was not reprocessed correctly at the facility. The foreign material weas unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.